Manufacturer narrative:
One 5.5 mm healicoil sa pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. One of the threads has broken off of the anchor and was not returned for examination. The area of the breakage is burnished. One of the inserter tines is bent. These observations suggests the anchor was likely off axis during insertion. Per the device instructions for use: ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rcr procedure, the anchor broke while trying to insert into the bone. A backup device was used in the same bone hole to complete the procedure successfully, with no significant delay and no patient injuries. All broken pieces were removed.